Event description:
It was reported to boston scientific corporation that a navigator hd access sheath was used during a ureteroscopy procedure performed on an unknown date. Reportedly, the patient had an 8 mm stone in the proximal ureter that was pre-stented. According to the complainant, during the procedure, a rigid ureteroscopy was done into the proximal ureter but the physician was not able to get into the kidney because it was too tight. Then a sensor guidewire was placed in the kidney and followed by the navigator access sheath without any difficulty. When the ureteroscope was placed in the ureter, there was blood and fat noted. The physician thinks that the stone was still impacted in the ureter and the access sheath essentially went to the side of it and out the ureter. Eventually, the guidewire was replaced and stent was placed. A laser procedure was then performed to crush the stone. Reportedly, the ureter looked perfectly normal at the end of the procedure.